Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a presented ventilatory leak and evidence in ventilator and audible. They used pneumotachograph to check the pressure of the pneumotaponator despite inflating persists leaking. Informed the doctor that a single tube change was made. Previous pre-oxygenated attempted and new tube was tested. Patient had replacement of the tube.